Event description:
Consumer was using the proxabrush go between cleaners and after every single use the brush fell off of the handle.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.